Event description:
The facility representative reported to largo customer service a device that fails to alarm. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has been received in baxter, and an evaluation is being performed. A follow-up report will be submitted when the evaluation has been completed.